Event description:
It was reported that during a vena cava filter deployment, the filter legs remained inside the deployment sheath as the filter was partially deployed. Addition manipulation was needed to complete the deployment. The filter tilted upon deployment and remains implanted. There is no reported pt injury.

Manufacturer narrative:
The device history records were reviewed and special attention to the new materials, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned. Images were not provided. The complaint investigation is inconclusive for deployment issues and filter tilt upon deployment.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The date of implant was updated and documented in the file.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.